Event description:
It was reported that the screw was broken inside the tibia bone. No delay nor patient injuries were reported. A backup was available to complete the procedure.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.